Event description:
It was reported that the patient experienced increased pain of mild severity. On (B)(6) fluoroscopy was performed and it was seen that the intrathecal portion of the catheter had migrated from t8 to l2-3. Six days later, a surgical revision was performed to splice the catheter and it was indicated that the event resolved without sequela that same day. The device system was used to deliver dilaudid, bupivacaine, clonidine, and ketamine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found that the collet of the pin connector was not fully locked in place.